Event description:
The customer reported that a pt was connected to a bedside monitor. The monitoring started to work properly. Alarms were generated at the bedside and in the remote alarm window on the other monitors that are in this unit. The users allege that they were expecting to have alarms reported on the central station even though the pt's bedside monitor was not assigned to any sector of the central station. The users did not notice the pt's alarm condition because no alarm message was present on the central station for this room. The pt's alarm condition was not handled and the pt expired.